Manufacturer narrative:
The field service engineer (fse) replaced the measuring cell and ran mechanical and performance checks successfully. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing. H3 other text : na.

Event description:
There was an allegation of questionable elecsys troponin t hs stat assay results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial troponin result was 43 pg/ml. The first repeat result was 33 pg/ml and the second repeat result was 32 pg/ml. No questionable results were reported outside of the laboratory. The reagent lot number and expiration date were requested but not provided.